Manufacturer narrative:
This event occurred in (B)(6). The customer noted they have observed abnormal sample sucking/abnormal sample aspiration alarms. When they inspect the patient samples, sometimes they find fibrin/clots, but more often they do not. The customer was advised to follow the recommendations provided by the sample tube manufacturer. The customer was unable to provide any additional information related to the sample examples provided. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned sodium (na) and potassium (k) results for multiple patients tested on a cobas 6000 c (501) module. The following examples of discrepant results were provided for 3 patient samples: on (B)(6) 2020 patient 1 initial na results were 136.9 mmol/l and 130.2 mmol/l. The sample was repeated with a result of 136 mmol/l. On (B)(6) 2020 patient 2 initial na results were 149.7 mmol/l and 133.2 mmol/l. The initial k results were 6.95 mmol/l and 4.13 mmol/l. The sample was repeated with an na result of 133.3 mmol/l and a k result of 4.13 mmol/l. On (B)(6) 2020 patient 3 initial na results were 157.6 mmol/l and 142.2 mmol/l. The initial k results were 9.54 mmol/l and 4.81 mmol/l. The sample was repeated with an na result of 141.2 mmol/l and a k result of 4.82 mmol/l. No questionable results were reported outside of the laboratory. No electrode cartridge lot numbers with expiration dates were provided.